Manufacturer narrative:
Continuation of d10: product ID tm90q0. Serial# (B)(6): product type accessory product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl, hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated since implant in august, probably 5 times, they had not been able to connect to their pump to deliver a bolus because the communicator bluetooth light would flash and not turn solid. The patient stated the times it had not worked, the screen seemed like it was not progressing, so they just shut everything down and plugged everything back in. When the agent inquired about handset codes/message screens, the patient stated when connecting to the pump, there had been a screen on the handset that said 'hasn't connected yet' and another one where your options were to wait or there was another option but they didn't know what it said, and the agent understood this as 'myptm app not responding, wait or close.' The patient stated this prompted them to stop connecting and plug in the communicator, and then when they tried later, they connected well. The patient stated this left them in a predicament because they weren't always in a place where they could wait and charge their equipment. The patient stated they charged the communicator every night, and typically they could go all day without having to charge it. The patient confirmed neither device had been wet/dropped, and the charging cord was not loose or wiggly. The patient was already connected to the myptm app, and when the agent asked the patient to tap 'home,' the patient closed out of myptm app. The patient relaunched myptm app was able to successfully connect to the pump, and then was able to request/receive a bolus. The patient inquired if it was normal for it to take a long time to connect to the pump because sometimes it took them 2-3 minutes. The patient stated the percentage went to 90% quickly and sat there for quite a long time prior to progressing through. The agent reviewed general use and connecting considerations. The patient agreed to monitor and call back for assistance as needed. The patient also mentioned they had an appointment at their doctor's today.